Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The customer's report was observed in the device history log with several ECG lead off entries indicating that the patient impedance is not recognized. This does not indicate a device malfunction. There are several factors that could contribute to this occurence, such as poor coupling between electrode pads and the patient's skin. The event electrodes were not returned to zoll for evaluation as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device failed to capture the patient's heart rhythm. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.